Event description:
The customer claimed first that the unit was freezing up. When called to explain, customer said the on/off button work intermittently and sometimes the unit shuts off during unit check.